Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One (1) new device was received. The device was with fluid and a visual inspection performed. Visual inspection found the drain valve to be leaking. The complaint was confirmed. The root cause was a malfunctioning drain valve. It was unknown what caused the malfunction. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The drain valve was replaced, and the device passed all functional and delivery tests.

Event description:
It was reported that the device did not pass inspection upon receipt. It leaked water from the reservoir. No patient involvement.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.